Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 24.5 mmol/l and infusion set had bent cannula. The insulin pump received insulin flow blocked alarm. The cannula of the infusion set was bent. The insulin pump had crack at the center of the battery compartment. The customer was wearing the insulin pump within 48 hours of the reported event. Troubleshooting was performed for high blood glucose values and the customer was asked to treat high blood glucose as per the instructions of the healthcare professionals. The product will return for analysis. Additional device related incidents: insulin pump (308993472 ) ; infusion set (308993505 ); reservoir ( 308993490).

Manufacturer narrative:
Device received has a crack on the battery tube. Also the middle (enter) keypad button is cracked.